Event description:
It was reported that the device had a system fault. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Functional testing found that during power up the device was exhibiting a system fault error code 112. The investigation determined that a worn and loose drive rod and e-clip caused the reported issue. The drive rod and rear housing were replaced to correct the issue. As device was beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review the device had previously been in for service and there was no indication or evidence to indicate the complaint was related to the previous service.